Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: there was no image and a b30 scope communication error message was displayed. Based on the results of the investigation, and since the e226 error message was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Based on the results of the investigation, the most likely cause of the no image and b30 error message was a faulty plug unit and connector cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported the gastrointestinal videoscope exhibited a error e226, the issue occurred during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.